Event description:
The dr claims that the graft was implanted for an abdominal aortic aneurysm repair and when the clamp was opened, blood leaked from [approximately] 2 holes in the graft's walls at the top of its aorta section. The exact quantity of blood lost through the holes is unknown and unattainable. The holes were repaired with fibrin glue and the leakage stopped. The graft was left in. The patient's post-operative condition is ok.